Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg. It was noted that the ipg had flipped under fluoroscopy. No device malfunction was suspected. The patient underwent a pocket revision and was doing well postoperatively.